Event description:
As reported: "the tip of the extraction hook was broken off during extraction of the fractured nail and the metal piece is retained in the patient body." Update- it was additionally reported that there was a 60 minute surgical delay.

Manufacturer narrative:
The reported event could not be confirmed since the device was returned and is not broken. However, it is completely stuck into the distal side of the nail. The device was returned and the lot and catalog were confirmed. The hook is still completely stuck to the nail, which is investigated in pi (B)(4). The hook could not be taken out of the nail, but an analysis of the proximal and distal part show that no piece of the device was broken. The tip of the hook is still intact and can be seen clearly through the oblong hole of the nail. Therefore, the event cannot be confirmed. As for the fact that the hook is completely stuck to the nail, the root cause is probably due to fragments of bone stuck between the hook and the nail, or the deformation of the hook prior or during surgery. Based on investigation, the root cause was attributed to a user related issue. The event was caused by either bone fragments stuck between the hook and the nail, or a deformation of the hook prior or during surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the tip of the extraction hook was broken off during extraction of the fractured nail and the metal piece is retained in the patient body".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.